Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited delayed pacing due to myopotential oversensing. Further testing and programming changes were recommended. The patient will continue to be monitored.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
A prophylactic explant MDR was also submitted for this product under MFR 2938836-2017-22303.

Event description:
This is a clarification of the event on (B)(6) 2017. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.